Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. All troubleshooting was declined as they preferred to have a local rep troubleshoot in person. The customer's husband later called to request a replacement insulin pump. Nothing further was reported.